Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow (alert 02). They had already disconnected and reconnected the pad. Patient was at target, and they could hear flow in one of the connections and it looks like the water was struggling to flow through one of the connections. The gel pad had to be removed from the patient and replaced with a new pad.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow (alert 02). They had already disconnected and reconnected the pad. Patient was at target, and they could hear flow in one of the connections and it looks like the water was struggling to flow through one of the connections. The gel pad had to be removed from the patient and replaced with a new pad. Per follow up information received via phone on 19dec2023, the issue was resolved. They changed the pads, and the device was put back into circulation.

Manufacturer narrative:
The reported flow issue was confirmed to have been caused by a major kink in the pad lines. However, the root cause of the kink could not be determined. A potential root cause is incorrect setup causing pad lines occlusion. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, tubing for the pad noted a major kink present that could not be straightened out and would impact flow rate and hydrogel was intact with pad and not separated. The product does not meet specification which states "no missing or damaged components". A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow (alert 02). They had already disconnected and reconnected the pad. Patient was at target, and they could hear flow in one of the connections and it looks like the water was struggling to flow through one of the connections. The gel pad had to be removed from the patient and replaced with a new pad. Per follow up information received via phone on (B)(6) 2023, the issue was resolved. They changed the pads, and the device was put back into circulation.

Manufacturer narrative:
The reported flow issue was confirmed to have been caused by a major kink in the pad lines. However, the root cause of the kink could not be determined. A potential root cause is incorrect setup causing pad lines occlusion. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted a major kink present that could not be straightened out and would impact flow rate. Hydrogel was intact with pad and not separated. The product does not meet specification per inspection procedure, which states "no missing or damaged components." A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.